Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 h3: analysis of the b3301542m lead ((B)(6)) revealed that normal impedances were measured on all circuits and electrode pair combinations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 21-oct-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, high impedances were observed for all contacts during lead testing. The lead was inserted into the cannula, and the lead test cable was attached, but impedances remained high. The cannula was adjusted, and the test cable was reseated, yet the issue persisted. A new test cable was then used, but high impedances continued. Finally, a new lead was opened and tested, resulting in all impedances being within the normal range. The product was explanted and replaced, and the issue was resolved at the time of the report. No patient complications have been reported as a result of this event.